Manufacturer narrative:
During inspection, the technician found no problems with the table. However, he discovered damage to the remote's display screen. No repairs or replacements were completed. A review of the table data logs is currently in progress. A follow-up report will be submitted if any new information is discovered.

Event description:
During a procedure, a trumpf medical trusystem 7000 dv operating table was being articulated into trendelenburg position, when the column lowered on its own. The account reported that there were no injuries to the patient nor impact to the procedure.

Manufacturer narrative:
A review of the table's data logs showed that the user moved the table into reverse trendelenburg until the table's sensors indicated an unsafe angle. This indicates that the base was lifted more than 5° from the horizontal position. The logs further show an abrupt change to the horizontal position which can be viewed as "dropping" by the user. Following the incident, the table was used without any further issues. The most likely reason for the behavior is a collision with a foreign equipment during the reverse trendelenburg movement caused by user error. No further actions are necessary based on these findings.